Event description:
The graftmaster was implanted and the perforation was sealed. There was no procedural complication. The patient was taken to the holding area and experienced chest pain. The patient was then returned to the procedure room. The patient started having runs of ventricular tachycardia, then cardiac arrest and expired. Autopsy unknown. Cause of death unknown.